Manufacturer narrative:
(B)(4).

Event description:
Fluid accumulated around the implantable neurostimulator lead. The patient experienced shocking. Stimulation was turned off while the patient waited for revision surgery. The system was working well now. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.